Manufacturer narrative:
Conclusion the complaint cannot be verified, the sample meets product specifications. Result the unused infusion set was visually inspected and tests for flow and tightness were performed. The test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported there is leakage between the self-adhesive and the cannula of the infusion set on the infusion device beginning on the 2nd day of installation. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.